Event description:
Medtronic received information regarding a navigation system being used during a electrode and probe placement procedure. It was reported that during a case the site plugged in the skull mounted patient tracker and the system would not track it. The system recognized it was plugged in but it was red with a geometry error of 1.5mm. Technical services (ts) had the site move the emitter around to see if metal interference could be decreased but there were no changes. The representative (rep) on site swapped the ports on the break-out-box with no change. Then the site plugged in a non-invasive patient tracker (nipt) and placed it right next to the skull mounted tracker and the system tracked it without issue. The surgeon decided to use the nipt to continue with surgery. There was no impact on patient outcome and the issue caused no delay.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.